Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in reunion, a transcatheter valve replacement procedure was performed to implant a sapien 3 ultra valve in the aortic position via a transfemoral approach. Abnormal resistance was noticed when advancing the commander delivery system with the valve into the 14f esheath+ and during progression, a piece of "caoutchouc" was detected between the implant valve and the inner wall of the esheath+. It looked like a piece of the hemostatic valve of the esheath+. The valve was stuck and was not implanted. The team decided to retrieve the valve and use another one. No consequences were reported for the patient.